Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; h2; h6 and h11 the device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab. Test results history in ascending order: 1. Sampling date: (B)(6) 2025 sampling from: not provided cfu: 10-100 colony forming unit (cfu) bacterial identification: pseudomonas 2. Sampling date: not provided sampling from: not provided cfu: <10 colony forming unit (cfu) bacterial identification: pseudomonas 3. Sampling date: not provided sampling from: not provided cfu: 10-100 colony forming unit (cfu) bacterial identification: pseudomonas 4. Sampling date: not provided sampling from: not provided cfu: <10 colony forming unit (cfu) bacterial identification: pseudomonas 5. Sampling date: (B)(6) 2025 sampling from: not provided cfu: 100 colony forming unit (cfu) bacterial identification: pseudomonas 6.repeated deep soak. Retested twice with negative results. The device was retested by the customer, and it was negative. The retest results were not provided by the customer. The device was not sent to olympus and therefore could not be inspected. Based on the results of the investigation, a root cause could not be determined. This report is related to 9610595-2025-35208 (1/2). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested 10-100 colony forming units (cfus) of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.